Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a systemic infection. The pacemaker, right ventricular lead, and right atrial lead were explanted. More information was requested, but not provided.

Event description:
New information noted that the patient presented in clinic with shortness of breath. The physician does not allege the device and/or leads contributed to or caused the infection. Patient was stable post procedure.